Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red, itchy, and raised. The patient confirmed she was allergic to nickel. There was no alleged device malfunction contributing to the irritation. The patient was given a cream by the doctor and issued smaller garments. The irritation improved. Supplemental report 8/31/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red, itchy, and raised. The patient confirmed she was allergic to nickel. There was no alleged device malfunction contributing to the irritation. The patient was given a cream by the doctor and issued smaller garments. The irritation improved.